Event description:
Customer reportedly performed multiple comparisons within 10 minutes on the aviva sys: 325mg/dl, 127mg/dl, and 110mg/dl; 306mg/dl and 115mg/dl; 366mg/dl, 128mg/dl, and 108mg/dl. No action taken on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.